Event description:
The rotator broke during a left ventriculogram procedure three times in a row. Pressure limit 900 psi. No harm or injury was reported. This is one of three reports for this complaint: 1721504-2010-00457, 1721504-2010-00458.

Manufacturer narrative:
Device evaluation: three used suspect devices were returned for eval. The complaint was confirmed. The rotator separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval method: device history record was reviewed, complaint data base was reviewed.